Event description:
The fixator was applied on 7/6/99 to treat a distal radius fracture. Subsequently, the m.d. Noted that clamp holding pins has slipped. There was no injury to the pt. The fixator was replaced without incident.